Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 68mg/dl, 167mg/dl. Tests were done within less than 10 minutes with a difference of 75%. Customer cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.